Event description:
It was reported that 2 bd luer-lok¿ tip syringes were cracked during use, with one leaking water and the other leaking azacytidine. The following information was provided by the initial reporter: "a crack in the cylinder of the syringe from which the measured liquid leaks... ¿in my case there was just water but in other case there was azacytidine but since the person who was handling the syringe was properly equipped there was no harm.¿

Manufacturer narrative:
H5: imdrf annex a grid: a0404 crack. A0504 leak.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes were cracked during use, with one leaking water and the other leaking azacytidine. The following information was provided by the initial reporter: "a crack in the cylinder of the syringe from which the measured liquid leaks... ¿in my case there was just water but in other case there was azacytidine but since the person who was handling the syringe was properly equipped there was no harm.¿

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes were cracked during use, with one leaking water and the other leaking azacytidine. The following information was provided by the initial reporter: "a crack in the cylinder of the syringe from which the measured liquid leaks... ¿in my case there was just water but in other case there was azacytidine but since the person who was handling the syringe was properly equipped there was no harm.¿

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.